Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation: no sample was returned for root cause evaluation.manufacturing and testing/inspection records were reviewed for this lot. No abnormalities werenoted in the records that would have contributed to the issue.the valve assembly is purchased from a supplier. The supplier reviewed the manufacturing recordsof the valve in question, and based on past similar returned valves, the supplier identified an issueduring production of the valve lot in question as the reason for the malfunction. The supplierperformed maintenance on the production machine to correct the manufacturing issue.root cause: the cause of the blood back-flow as experienced by the customer wasdetermined to be a manufacturing defect of the one-way valve by the valve supplier.corrective action: the supplier corrected the machine issue that caused the defect andintroduced a visual-check step in the manufacturing process. Additionally, the supplier has changedthe frequency of the maintenance on the slit mold and installed an alarm on the productionmachine to notify any abnormalities during production.

Event description:
The customer reported a unit of whole blood in which the bypass valve did not prevent blood from going through the bypass line during filtration, resulting in possible white blood cell (wbc) contamination. The wbc count is not known at this time there was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: w089217000270 the whole blood collection set is not available for return because it was discarded by the customer.